Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 18ga 1in blunt fill sla experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: foreign body came off the needle at the time of aspiration of the sedation kit.

Event description:
It was reported that the needle 18ga 1in blunt fill sla experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: foreign body came off the needle at the time of aspiration of the sedation kit.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. Retention samples were evaluated and it was not possible to confirm the incident the manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.